Event description:
It was reported that the patient's left internal carotid artery was stended in 2005. Twelve days later the patient was readmitted to the hospital with a diagnosis of a stroke. The patient has recovered their ability to speak since the stroke.